Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported discrepant patient values for creatinine generated on the architect c16000 analyzer. The following data was provided. Sid (B)(6) tested on (B)(6) 2016. Creatinine initial: 437 (result was reported.) Repeat: 67.6, 67.5 (used another analyzer.) The customer uses a creatinine reference range cutoff 40 to 130 umol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures and replacing the probe, mixers , and cuvette washer nozzles. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code in evaluation codes was corrected.